Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a lap hysterectomy, excessive bleeding was noticed at the site of coagulation. The procedure was completed using suture.